Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure there were low shock impedance measurements of 20 to 24 ohms and the physician experienced difficulty inducing the patient. It was noted the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared low via fluoroscopy so it was repositioned. Following repositioning there were still low shock impedance measurements and they were still unable to induce the patient. That device was attempted and not implanted. This subcutaneous implantable cardioverter defibrillator (s-ICD) was then implanted, however induction was still unsuccessful and low impedance measurements of 20 ohms were noted after a 10 joule shock was administered. This s-ICD was repositioned and a 10 joule shock was given which produced 22 ohm impedance measurements. An external catheter was used to induce the patient. The 65 joule shock produced a 24 ohm shock impedance measurement with 12 to 13 second time to therapy. This s-ICD and the electrode were implanted since the shock was successful at converting the patient. It was noted that the patient was obese and had a history of pleural effusions. One day post implant the s-ICD was unable to be interrogated. Boston scientific technical services (ts) suggested checking for tones with a magnet. The field representative noted that beeping tones were audible with a magnet and once the programmer was power cycled the s-ICD was successfully interrogated. This s-ICD remains in service and no adverse patient effects were reported.